Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had an urgent low reading on the pump that said 40mg/dl. Pt is feeling ok right now and took 15mg glucose tablets, waited 15 minutes, and the fingerstick read 107 mg/dl. Pt is using dexcom g7, is currently in range, but he is having connectivity issues. It says it has a brief sensor error but should come back online within 2 hours. Pt to call back if it doesn't reconnect, and they are letting dexcom know of this issue.